Event description:
Reportedly, during the attempted implantation of the pacemaker involved in this MDR report, it was observed atrial under-sensing. The p-wave amplitude measured by psa was around 1mv. Atrial sensitivity was re-programmed to 0.1mv, but p-wave was still not sensed. When sensitivity test (ddi, 30min-1) was operated manually. Ar atrial makers were displayed on p-wave, and no atrial pacing was confirmed. When the test was completed and the mode was returned to ddd, atrial under-sensing was confirmed again. The device was not kept implanted and returned for analysis. A new pacemaker was implanted instead and under-sensing was observed.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside of the united states. Analysis is pending.